Event description:
Devie returned without oos report. Device returned by county . Patient expired 10/2005 . Doctor stated cause of death to enlarged heart.

Event description:
Device returned without oos report. Patient expired 2005. Dr. Of county hospital stated cause of death due to enlarged heart.